Manufacturer narrative:
The insulin pump was received with debris under the display window and minor scratches on the lcd window. However, the insulin pump powered up properly after battery installation. The operating currents are within specifications and no failed battery test noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed for a failed battery test, even with a fresh battery. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.